Event description:
It was reported that after a transurethral microwave treatment procedure, the patient complained of increased pain. Upon follow up, patient creatinine levels were elevated and patient stopped producing urine. The physician performed a cystoscopy and found damage to the trigone of the bladder with both ureters injured/plugged. The physician stented both ureters and the patient condition improved, both kidneys are functioning well. No further treatments or sequela were reported. Currently, the stents are still in place and the patient is in stable condition.

Manufacturer narrative:
No device has been returned; therefore, no direct product analysis will be available. The serial or lot number is unknown, therefore a review of the device history record is not possible. As no device was received for analysis, it is not possible to determine the root cause of the event.